Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned with an unsigned note that indicated the device was alarming 11/004 on start up. No tracking info was provided; therefore specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.